Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device does not properly display the a2 (battery low) alert. On (B)(6) 2009 at approx 7:00pm, the infusion device displayed an e2 (battery depleted) without first displaying an a2 alert. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.